Manufacturer narrative:
The reported event was high capture threshold was not confirmed. A full lead was returned in one piece for analysis. Visual and x-ray examinations, specification measurement, and electrical testing were normal with no anomalies found.

Event description:
It was reported that during initial implant the left ventricular (lv) lead exhibited high capture threshold once placed. As a resolution the lv lead was not implanted, and an alternate was implanted instead on (B)(6)2024. Patient condition was stable.